Event description:
It was reported that the field service engineer was burned by the laser of the bd facs aria¿ 3 laser cytometer w/acdu/pmt. The following information was provided by the initial reporter: "26jun2020 when the engineer was asked if he received 1st or 2nd degree tissue burns from the laser or was it just a pin prick, the engineer responded with, it was just a pin prick. 26jun2020 per email from engineer on 26jun2020 (attached), "the situation was on wo-01421545,4 laser aria. On (B)(6) 2020. While adjusting the lasers my left wrist came in contact with the violet 405 laser beam that is directly next to the laser adjustment I was working on. Exposure was a few seconds it felt like a pin prick, so I moved my hand away. No medical intervention was required.". Per email from engineer on 24jun2020 (attached), "on the back of my left for arm as I was reaching to adjust a mirror. I don¿t remember when. This is not uncommon. You can¿t see all the beams, and a laser burn is like a pin prick. We get cut up on wire tie wraps, it¿s all part of working on instruments. Like a mechanic on cars.". Per email from engineer on 23jun2020 (attached), "this occurred quite a while ago. I don¿t remember the work order or instrument. No medical intervention was needed. Many of our lasers, have no shutters. Several of our instruments have no built on laser safety items when the system is opened for repair, and the lasers need to be on. Most times when we come in contact with a laser beam it¿s during a repair where you have to reach over another beam or mirror that combines more than one beam." Date received for intake: 23-jun-2020 material no: 335223 serial no: p22300042 it was reported that an fse (field service engineer) was burned by a laser from a bd instrument. During a conference call, a fse stated that he had been burned by a laser in the past."

Manufacturer narrative:
H6: investigation summary. The investigation was performed and based on the review of the complaint trend, defect trend, DHR and risk analysis, the root cause of why the fse was ¿burned¿ was due to the violet 405 laser being on while he was adjusting the mirrors . While performing a scheduled maintenance service on the aria iii, the fse was calibrating the optics and while he was adjusting the mirrors on the violet 405 laser, his wrist came in contact with the beam of the laser for a few seconds where it gave him a ¿pin prick¿ sensation. He then quickly moved it away to avoid further injury. The laser did not actually burn and cause harm since his wrist was exposed for a short amount of time. This incident occurred on the fse¿s left wrist but no medical intervention or treatment was required. According to the risk analysis document, 648282ra, it identifies the hazard of a potential exposure to laser beams due to the lack of shielding and protective covering. However, there are risk controls and mitigations to help improve safety and reduce injury such as special instructions for engineers and visual safety/warning labels located atop the secondary laser lid. Although the risk severity is rated a 4 (severe), there was no significant injury in this complaint, only slight discomfort and no degree of disability. The symptom(s) were easily tolerated with no interference with daily activities and no medical intervention was needed. In conclusion, the fse was not burned but endured a ¿pin-prick¿ sensation by the violet 405 laser beam while servicing the aria iii instrument. He was not severely injured and any symptoms were easily tolerated with no interference with daily activities. There was no medical intervention needed. This occurrence gave a slight discomfort but was not significant enough to impact the fse¿s health and safety.

Manufacturer narrative:
Additional information was received on 6/23/2020 that made this reportable for serious injury. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the field service engineer was burned by the laser of the bd facs aria¿ 3 laser cytometer w/acdu/pmt. The following information was provided by the initial reporter: "26jun2020 when the engineer was asked if he received 1st or 2nd degree tissue burns from the laser or was it just a pin prick, the engineer responded with, it was just a pin prick. On 26jun2020 per email from engineer on 26jun2020, "the situation was on (B)(4), 4 laser aria. On (B)(6) 2020 while adjusting the lasers my left wrist came in contact with the violet 405 laser beam that is directly next to the laser adjustment I was working on. Exposure was a few seconds it felt like a pin prick, so I moved my hand away. No medical intervention was required." Per email from engineer on 24jun2020, "on the back of my left for arm as I was reaching to adjust a mirror. I don¿t remember when. This is not uncommon. You can¿t see all the beams, and a laser burn is like a pin prick. We get cut up on wire tie wraps, it¿s all part of working on instruments. Like a mechanic on cars." Per email from engineer on 23jun2020, "this occurred quite a while ago. I don¿t remember the work order or instrument. No medical intervention was needed. Many of our lasers, have no shutters. Several of our instruments have no built on laser safety items when the system is opened for repair, and the lasers need to be on. Most times when we come in contact with a laser beam it¿s during a repair where you have to reach over another beam or mirror that combines more than one beam." Date received for intake: 23-jun-2020 material no: 335223 serial no: (B)(4). It was reported that an fse (field service engineer) was burned by a laser from a bd instrument. During a conference call, a fse stated that he had been burned by a laser in the past."